Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, a broken plate was discovered via radiographic imaging. Loss of reduction/correction from the initial surgery was also noted. No other patient outcomes were reported as a result of this event. Additional information indicates the patient is doing well. No devices have been returned for evaluation as all hardware currently remains implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although the most likely cause cannot be determined based on the available information and without return of the device, the broken plate was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2026, a broken plate was discovered via radiographic imaging. Loss of reduction/correction from the initial surgery was also noted. No other patient outcomes were reported as a result of this event. All hardware remains implanted. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.